Event description:
It was reported that some of the drape was stuck on the burr. The target lesion was located in the left main coronary artery. A 1.25mm rotalink¿ plus was used for treatment. Platform testing was performed outside of the patient to set the speed. During testing it was noted that the burr was not suspended in the air when the physician stepped on the foot pedal, leaving the burr spinning on the table drape. The speed was able to be set so the device was advanced to the intended location. While attempting to burr the lesion, the motor kept stalling and the stall light was turned on. It was suspected that material from the table drape was likely caught in the burr. The burr and the wire were removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: approximately (B)(6). Device evaluated by MFR.: the device was returned for evaluation with a guide wire running through the device. A visual examination of the device observed no issues. The advancer knob was locked up in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected. There was evidence of blue fibers on the coil of the catheter. The burr was microscopically examined and no issues were noted with the annulus of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the burr at the distal tip of the rotalink¿ catheter is capable of rotating at very high speeds. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement.¿ (B)(4).